Event description:
It was reported that during a monarch bronchoscopy procedure, the patient developed a pneumothorax. Patient was hospitalized and chest tube was placed. The pneumothorax resolved and the patient was released . No device issues were reported.